Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for 'stopper pop off' with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of 'stopper pop off' through corrective and preventive actions.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes the stopper pops out of the tube. The following information was provided by the initial reporter. The customer stated: "the samples leak." There were no reports of exposure, injury or medical interventions.